Manufacturer narrative:
Additional information was requested from the reporter. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The device was used for a procedure(s) after the event. The start of precleaning was not delayed after the procedure. The precleaning was immediately conducted. Water was aspirated through the instrument / suction channel with a suction pump. The air/water channel was flushed with water and air by using a mh-948 air/water channel cleaning adapter. All the reprocessing accessories were without an abnormality. The manual cleaning was performed within an hour after the procedure. The device passed the leak test. The detergent solution used was be clean by boston. The instrument channel, suction channel, air/water valve/suction valve, and biopsy valve were brushed. The device was reprocessed in an oer-4 automated endoscope reprocessor (aer) with a quick end and acecide-c disinfection. All channels were connected to tubes when the endoscope was set up in the aer. The disinfectant solution was used before the expiration date and the disinfectant solution met the minimum effective concentration (mec). The water filter replaced within the specified period. A rinse water treatment system such as ultraviolet light-based decontamination system was used without an abnormality. The scope was wiped with a clean towel/paper and through a dry process in the aer. The scope was stored in a cabinet without drying function. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, (B)(6) was detected in the suction channel and the air/water channel of the evis lucera elite colonovideoscope. On (B)(6)2022, unknown bacteria were also detected in the suction channel of another evis lucera elite colonovideoscope. The two (2) evis lucera elite colonovideoscopes were washed in the same endoscope reprocessor. On (B)(6)2022, the evis lucera elite colonovideoscope was cultured after storage. The device had been reprocessed on august 2, 2022. No results were provided. On (B)(6)2022, the scope was cultured again after storage. The device had been reprocessed on (B)(6)2022. The scope tested positive for unknown count of enterococcus faecium. On (B)(6)2022, the other evis lucera elite colonovideoscope was cultured after storage. The device had been reprocessed on (B)(6)2022. Test positive for unknown count of citrobacter koseri and aeromonas hydrohia/caviae. Details such as the implementation status of the culture test were unknown. The cause of the bacteria detection that the facility presumed was as follows. There was bacterial invasion from the washer. A scratch was in the scope forceps channel. Bacterial species was detected in the first bottle and was a prohibited dose. The bacterial species was citrobacter koseri, aeromonas hydrophilia/caviae. The bacteria amount was unknown. On (B)(6)2022, the oer-4 automated endoscope reprocessor (aer) final rinse water, circulation port inside the device (before disinfection), circulation port mesh filter, and cleaning tank were cultured. On (B)(6)2022, additional information was provided by the facility. The facility suspected the washer was the cause of the issue and will conduct a culture test after cleaning and disinfecting the second evis lucera elite colonovideoscope with another washer. A culture test will be conducted on the washer. Results are pending. There was a possibility that the culture may not have been sampled correctly as the culture was carried out in a way that could cause contamination. No patient injury or procedure impact reported. This complaint is related to patient identifiers: (B)(6) (pcf-h290zi / sn:(B)(4)) and (B)(6) (pcf-h290zi / sn: (B)(4)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, the reported event was not confirmed. A final root cause could not be determined. The following is included in the instructions for use (oer-4 instruction manual): ¿user qualifications states that the device should be used after familiarizing themselves with the contents of the instruction manual in order to prevent infection accidents.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing and legal manufacture investigation. The user sent the subject device to a third party for culture testing where: -sampling from: water sampled from gray connector. Result: negative based on the results of the investigation and because the device was not returned, the reported event was not confirmed. A final root cause could not be determined. Olympus will continue to monitor field performance for this device.